Manufacturer narrative:
H.6. Investigation summary: material #: 368835. Lot/batch #: 3116855. Bd received 63 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 15 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder blood leakage occurred. There was no patient or user impact. The following information was provided by the initial reporter: leakage in the holder. During blood collection blood leakage occurred. Happened 10-15 times with same lot. No impact has been any patient or staff. Customer site has for long time used eclipse signal pah.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 15 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder blood leakage occurred. There was no patient or user impact. The following information was provided by the initial reporter: leakage in the holder. During blood collection blood leakage occurred. Happened 10-15 times with same lot. No impact has been any patient or staff. Customer site has for long time used eclipse signal pah.